Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he had a loss of stimulation, loss of therapy and a return of symptoms. The patient was in a lot of pain, couldn't turn on the implant and was not able to charge the implant. The patient stated he always had pain but the device takes the curve off of it and he had headaches every day that the device helped. The patient had been able to tolerate the pain with tylenol but now that he was outside and moving around all the time it didn't feel like stimulation was doing anything and he needed something to happen. The patient was at the healthcare provider (hcp) 6-7 months ago and couldn't get the recharger to charge the implant. The hcp told the patient that he wasn't holding the antenna right and it didn't look like he was charging though it was verified that it charged. The patient held the antenna the same way every time and could only get 2-3 coupling bars after revolving the antenna dial 3-4 times and tried holding it different ways, laying down and taping it to his chest but it didn't help. The patient noted he charged about a month ago and thought it was working because he felt tingling in his neck but he wasn't sure if it was charged to 100% because he taped it to his chest and fell asleep. The patient had seen it charged to 100% before but within 2.5 hours he would be back to square one. Further information received from the consumer reported that he tried syncing with the programmer and encountered the poor communication screen. The patient mentioned that ever since he walked through the courthouse and they scanned him he hadn't been able to recharge. The indications for use were spinal pain and occipital neuralgia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.